Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head, it came off - oral-b [device breakage]. Case narrative: a parent via e-mail stated that the oral-b toothbrush head came off of their child¿s oral-b toothbrush. No injury was reported.